Event description:
It was reported that this implantable cardioverter defibrillator device displayed battery depletion (bd) fault error and exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device was explanted. No additional adverse patient effects were reported.